Manufacturer narrative:
The lead remains in the patient. Should additional information become available, this report will be updated.

Event description:
Approximately three years later the lead was surgically abandoned due to a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting low impedance measurements and noise in the past. Today the lead safety switch triggered again. It is suspected that the lead is now fractured. The lead was programmed to permanent unipolar configuration.